Event description:
The distal ends of two probes t3775 broke in a row during the procedure. The distal ends did not fall off inside the patient's body. There was no patient harm reported.

Manufacturer narrative:
A t3775 was returned to olympus for investigation. The probe broke down at 17 mm from the distal end. The investigation found a scratch on the broken point. The manufacturing history was reviewed, with no irregularities noted. Therefore, we have concluded that the probe broke because the probe was contacting a hard object such as metal clip when ultrasonic output was activated. This report is one of two reports. Cross reference MFR. Report number 8010047-2012-000129.